Manufacturer narrative:
The customer reported that they are placing a new transmitter on the cns (central monitoring system) and the cns shows communication loss for the sector. Additionally no other beds from the same org were being monitored. Nihon kohden technical support had the biomedical engineer go to the closet and reseat the cat6 cable on the org. He also had him power cycle the org. The issue was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that they are placing a new transmitter on the cns (central monitoring system) and the cns shows communication loss for the sector. Additionally no other beds from the same org were being monitored.